Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced peritonitis. It was not reported if the patient was hospitalized for event. The cause of the peritonitis and treatment for the event were not reported. At the time of this report, the patient was recovered from the peritonitis. The patient was no longer performing pd therapy and was performing in center hemodialysis. No additional information is available.

Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in 2017 (previously not reported). The patient was advised not to shower because the hospital suspected the peritonitis was due to ¿a water based infection¿ (no further detail was provided). Should additional relevant information become available, a supplemental report will be submitted.